Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. Codes associated with the software: fdr 104, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID 9735585 software version: 3.0.2. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that this system became unresponsive. The site tried to restart the system several times which did not resolve the issue. The site also deleted patient exams off of the system which did not resolve the issue. There was a delay of less than 1 hour. No patient impact was correlated with this event. Additional information received: the site representative called to see if there was any additional troubleshooting she could do, she informed technical service that the system first became unresponsive when importing the patient exam. They rebooted. The system then became unresponsive after registering the patient. They rebooted. Then the system would consistently freeze when selecting the patient exam. Their hard drive has 51% free space. Additional information received: the clinical specialist reported that prior to her arrival, the site had cleaned out the patient data and according to rn emily, the system was functioning for her while deleting. The clinical specialist uninstalled all software versions (there were a lot of old versions) and reinstalled 3.1.1. The clinical specialist performed a few registrations and logged in and out several times and the system seemed to be functioning as expected.